Event description:
G2 ivc filter found to be fractured at time of removal, filter and fragment removed with forceps. Filter had 3 prior failed attempts to removal due to tip embedding. It is possible these events may have affected filter integrity.